Manufacturer narrative:
Inspection of unit shown the fastener that secures the caster fork to the chassis suspension had become loosened. Over time, this fastener backed completely out to where it was no longer securing the fork. This allowed the fork and caster to become detached from the suspension of the chair. Further testing will be performed at parent company in an attempt to determine the root cause of failure associated with the product in question. A follow-up report will be submitted when further information has been received from parent company.

Event description:
Received report that right front fork and caster became detached from the base while client was driving the chair. Report is that chair dipped down allowing client to fall out of seating which resulted in an injury. Client is reported to be a double above the knee amputee and when he fell out of seating, he was reported to have landed on his left amputation. Client was treated a local hospital for lacerations and skin tear around the area of the amputation.

Manufacturer narrative:
Parent company determined the bolt of the friction brake kit to have loosened due to improper installation techniques during service in the field. Parent company has initiated a long term solution to apply a thread lock patch to both the top and the bottom of the friction brake shaft (322304) to both prevent the anti-flutter kit from loosening up and prevent errors in the field when service kits are installed.